Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with the blood glucose value of 408 mg/dl. The current blood glucose value was 362 mg/dl.  Customer had a communication issue between pump and meter. Troubleshooting was performed. Customer does not report any symptoms related to high blood glucose. Hyperglycemia was treated with insulin pump. The pump was used within the 48 hours of the reported event. Smart guard/auto mode was active at the time of event. No further patient complications were reported. The device will not be returned for failure analysis.